Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h4, h6, h11. The device was returned to the factory for evaluation on 08/18/2025. An investigation was conducted on 08/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000492131 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 polycarb c-ring broke. While performing tunnel plasty the ring was out and may have gotten close to the jaws of the hemopro. The middle portion of the ring seemed to give and splayed it open. This was recognized immediately and all parts removed from patient intact. A new device was used to complete the procedure. There was a delay of almost five minutes while getting the new device. There was no patient harm.